Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl. The customer was treated with bolus using insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege insulin pump was under delivering but customer was performing self test and it was passed. The insulin pump will not be returned for analysis.